Event description:
A (B)(6) hospital reported that when the clinician touched the bleasesirius machine touchscreen, the display on the ventilator portion of the anesthesia machine went blank. The ventilator itself continued to function.

Manufacturer narrative:
The actual device was evaluated at the customer's location and repaired by replacing the touchscreen assembly. A review of similar device evaluations, conducted at spacelabs, identified a condition where the touchscreen power connection could short to ground causing the ventilator display to blank. We have concluded that it is possible that other bleasesirius devices with similar touchscreen assemblies may fail in a similar manner. Spacelabs has decided to implement a field correction to prevent other customers from experiencing similar problems. Spacelabs is in the process of notifying the FDA's seattle district office of this action.